Manufacturer narrative:
MDR 3003442380-2026-13992 / initial 2 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set tubing was leaking at the site, causing hyperglycemia treated by correction bolus via pump. The issues occurred with five infusion sets.